Event description:
It was reported that the patient had been hearing a critical alarm since 2 pm (B)(6) 2010, not confirmed by telemetry. The last refill was (B)(6) 2010 and the next refill was scheduled for (B)(6) 2010. Patient had an appointment with physician on (B)(6) 2010 for an oral medication refill. Patient did not report withdrawal symptoms but said she was generally not feeling well and had been tired lately. Motor stall and motor stall recovery were confirmed in the event logs with two motor stalls and recoveries on (B)(6) 2010 and another stall on (B)(6) 2010 at 11:57 with a recovery on (B)(6) 2010 at 1:36. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).